Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited peeling of the cement on the light guide lens and missing thixotropic adhesive (ke45) on the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.